Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen¿s top portion became unresponsive, limiting access to on-screen controls and preventing exit from the notifications screen, and the patient observed a crack at the top of the device; the issue aligned with an unresponsive input and involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive input on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.